Event description:
Additional information received reported the battery was replaced due to normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that an elective replacement indicator (eri) message had been seen. This was noticed in late (B)(6) 2014 when checking the implantable neurostimulator (ins). The patient had also been charging longer than normal. Follow-up found the replacement had not occurred yet; the patient was waiting on insurance authorization. Further follow-up found that the surgery was going to be at the end of march. Further follow-up was performed to determine if the surgery occurred, if the recharging issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
It was reported, the patient will be undergoing a replacement surgery due to end of life in (B)(6) 2015. No outcome or cause of event was determined however, additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's device was replaced on (B)(6) 2015. Impedances were checked and were normal. Since the replacement the patient had not complained about charging and their therapy is working.

Manufacturer narrative:
Product ID 377775, lot# v004479, implanted: 2006 (B)(6); product type lead product ID 377775, lot# v004479, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).